Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and headaches. It was reported that the patient mentioned that their battery didn't seem to be working and their hips/back were hurting. They weren't comfortable with this. The patient further clarified the event and noted that the ins was "poking through the skin"; the patient confirmed that it hadn't actually broken through the skin but was right underneath. They reported that this wasn't due to weight loss and the ins was moving outwards. The patient noted that this felt like a sharp poking pain and kind of like a nagging pain in their right hip area. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery sticks through the patient's skin causing them to be uncomfortable. The patient said they were told to wear a "bander." The patient said they had been trying for a couple of years to get this fixed or have it removed. The patient has not had a chance to see a doctor because none of them take the ins. The patient said they have steady pain. The patient said they have to lay down a certain way to get some ease. The patient said they were given a list of doctor's, but they did not take the ins. The issue has not been resolved due to no doctor seeing the patient. No further complications were reported.